Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a 'possible device malfunction' message upon interrogation. This ICD did not exhibit the full range of programming capabilites; the only options available were the bradycardia rate and the ventricular fibrillation rate.